Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 810:04; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 804:26 was confirmed by service. This condition was caused by a defective pump head module (phm). The phm was replaced to fix the reported problem. Additional information: this involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. A service history review revealed that this device was previously serviced for the reported condition, failure code 810:04.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.